Event description:
It was reported that the device indicated the battery voltage measurement was not taken. After further discussion and referencing of product materials, it was noted that the patient was in a chronic atrial arrhythmia and therapy delivery (td) markers were being displayed on the atrial channel. When this is occurring, the battery voltage measurements cannot be taken. Temporary reprogramming was discussed, in order to cause the device to take the battery voltage measurements. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6948 implantable tachy lead 2007 (B)(6); 4193 implantable pacing lead 2007 (B)(6). (B)(4).